Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml at 0.48 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was getting inadequate pain relief so the healthcare provider decided to replace the catheter system. There were no external factors that led to the event and no diagnostics/troubleshooting were performed. The event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter, product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter, product ID: 8578, lot#: hg66rvk06, implanted: (B)(6) 2022, explanted: (B)(6) 2022,, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 02-jun-2010, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 21-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient was receiving dilaudid (hydromorphone) (unknown concentration or dose), bupivacaine (unknown concentration or dose), and prialt (ziconitide, snx-111) (unknown concentration or dose). The rep stated that they were removing the secondary and third drugs but making no changes to hydromorphone (primary drug).

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2022 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter product ID 8578 lot# hg66rvk06 implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.